Event description:
It was reported that the patient presented to the hospital for a normal (B)(6) replacement procedure. Upon interrogation of the (B)(6) in 2015, low pacing impedance was observed on the right ventricular lead. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.